Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to vibratory alert. Upon interrogation, high, out of range, low voltage lead impedance was observed on the left ventricular (lv) lead. Programming change was made. The patient condition was good before and after the change. The patient will continue to be monitored.